Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1: brand name: symphony oct system cortical fix polyaxial screw diameter 4.0 rod, 4.5x26mm 3.5 and 4.0 d2b: additional device product codes: kwp. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a spinal fusion (c4-7) was performed for a dislocation at c5 on (B)(6) 2023. The surgeon attached the screw to the screwdriver, but it could not be attached straight to the screwdriver. When the surgeon attached another screw to the screwdriver, the screw was attached properly. The surgery was completed successfully within a 30-minute delay. This report involves one symphony oct system cortical fix polyaxial screw diameter 4.0 rod, 4.5x26mm 3.5 and 4.0. This is report 1 of 1 for (B)(4).

Event description:
The procedure was performed at c7.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 102045226s. Lot number: 341130. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 19/05/2022. Manufacturing site:jabil le locle. Expiry date:30/04/2027. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 4.0 ply scrw cfx 4.5x26 has no visual damages on the packaging as well as on the screw. The outer seal on the packaging was broken indicating that the tubes were opened before sending it to investigation. In addition, the connection between the cap and the inner cylinder was received disconnected and the the inner cylinder is difficult to remove from the outer cylinder confirming the unable to assemble allegation. A dimensional inspection for the 4.0 ply scrw cfx 4.5x26 was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 4.0 ply scrw cfx 4.5x26 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.